Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7112061.

Event description:
It was reported that the spinal cord stimulation (scs) patient was implanted, and paresthesia was confirmed in the pain area. However, after a few hours the stimulation stopped. X-ray confirmed that the leads migrated from the epidural space. The patient underwent an explant of the leads and was doing fine post-operatively. The explanted leads were discarded by the medical facility.